Manufacturer narrative:
Device evaluation: the pump has been returned to animas and evaluated on 05/24/2017 with the following findings: the last bolus delivery was recorded on (B)(6) 2017 at 12:31. The last basal delivery was recorded on (B)(6) 2017. The pump¿s black box recorded a pump reboot event, and deliveries never resumed. There was a manual suspend recorded on (B)(6) 2017 at 21:01 and a manual resume at 21:25. Another manual suspend occurred at (B)(6) 2017 at 20:45 and was resumed at 21:01. A replace cartridge alarm was recorded on (B)(6) 2017 at 14:42 and deliveries resumed at 15:24. The total daily doses added up correctly and reflected the user¿s programmed basal rates. No delivery defects were found during a delivery accuracy test. There were no delivery interruptions or alarms duplicated during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas, alleging a casing condition (cracked/damaged casing) issue. The reporter stated that the patient had a blood glucose (bg) of 27.6mmol/l with nausea and polydipsia. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Troubleshooting was done and it wa noted that the basal deliver totals in tdd do not match. The variation was due to known cause of prime menu accessed. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.